Manufacturer narrative:
An eval of the device cannot be performed as the device was disposed at the hospital and not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
A user facility reported to FDA, "title: xxxxx event desc: the pt experienced pain in the left knee, which was several years old, when walking. The old joint was replaced with the new joint."